Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold assembly. The device was evaluated and the reported issue was confirmed as it was not there was low flow and the inlet pressure was reading -4.9psi. The manifold assembly was replaced. The device underwent a calibration, est and passed applicable tests. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was low flow in an arctic sun device. Per follow up information received via email on 15may2023, the system was checked by their service partner on site. One connector was not connected properly. Patient completed therapy with new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported ,that there was low flow in an arctic sun device. Per follow up information received via email on (B)(6) 2023, the system was checked by their service partner on site. One connector was not connected properly. Patient completed therapy with new device.